Event description:
The home pt reported a 2240 alarm during dwell 6/7 of automated peritoneal dialysis with the homechoice machine. The nurse at the unit reports that the pt's cat had clawed the pt line of the homechoice set and created a leak, causing the alarm. The pt discontinued treatment and was treated prophylactically with antibiotics. No resulting pt injury has been reported by the nurse.